Event description:
The technician was repositioning the monitor ceiling suspension system when it fell, allegedly striking him and pushing him backwards against the wall. The connecting cables of the monitors kept the system from hitting the floor. The technician was referred to the hosp emergency dept. Info is unknown concerning kind and extent of injury and treatment.